Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.